Event description:
Customer reported the system would not complete boot up, and was displaying error messages. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Power supplies were replaced as a preventative measure. System operates as intended.